Event description:
Office staff reported a left side "unexplained enlargement of breast implant." She nor the surgeon is sure how this occurred. The pt has denied trauma. There was no hematoma, seroma. The operative notes are not available at this time. She explained that it started at 360cc but when it was removed, it was around 1100cc. The device was removed (B)(6) 2011 and was sent to pathology. It is unclear if the device will be returned. She explained that she does not know what caused the enlargement which is why it was sent to pathology and the culture results have not been provided nor does she know if there is any capsular contracture. It is unclear if the pt had add'l fills by another surgeon at the time of this call. Another call was placed to the surgeon's office where I spoke to the medical staff. I asked if the device was in her possession and she informs me that she does not. It was sent to pathology and is still there. I verified the info that was reported to allergan. She confirms that approx 1100cc of fluid were removed from the actual device, not the capsule surrounding the device. She nor the surgeon is sure how this occurred. The surgeon calls and reports the pt had a seroma and stated that he is having it cultured and that he does not believe the seroma is a result of infection. The surgeon stated that the explant operative report is still not available yet. It is still unclear if the device will be returned.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 year and 5 year cumulative first occurrence (B)(4) adverse event rates ((B)(4) confidence interval), by pt: seroma (B)(6) through 3 years, (B)(6) through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling).